Event description:
It was reported that the case involved a graft to the right coronary artery (rca). The promus 3.0x28 was deployed and upon postdilatation with a 4.0x20 voyager nc, the vessel ruptured. The graftmaster was attempted to cross the promus stent in order to treat the rupture; however, the graftmaster stent dislodged from the delivery catheter. The stent was floating on the guide wire, so the delivery catheter balloon was able to recapture the stent and it was removed from the patient's anatomy. By this time, the rupture had sealed itself and no other intervention was required. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The promus stent is being filed under a separate MFR#.